Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va28lbf, implanted: (B)(6) 2020, explanted: product type lead, product ID 3889-28, lot# v831457, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va28lbf, implanted: (B)(6) 2020, product type lead. Product ID 3889-28, lot# v831457, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had to turn the device off for 1 month on the advice of their urologist because the device which is totally a right sided device sends pain into their left leg and foot and crippling them. They did not charge it while it was off. It was dead when they tried turning it on. Patient indicated that the battery issue is resolved but not the pain device sends to their left foot and leg. Patient indicated they would be having the ins removed on (B)(6) 2021. Patient inquired why they have not been contacted about their numerous other calls regarding crippling pain and electrical shocks from their new ins implanted (B)(6) 2021. The patient reported they can no longer have the device on. Now when they charge the ins with it off it sends pain to their left leg and foot that lasts for days. The patient reported that something is really wrong and their device is not safe and effective.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was not resolved, but they were aware of it.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128 lot#: va28lbf, implanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, lot#: v831457, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). Product ID: 3889-28, serial/lot#: (B)(4), ubd: 23-sep-2015, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their doctor had problems getting the lead where it needs to be, and the surgery took an hour longer than expected during their recent ins and lead replacement surgery. Patient also found out after the surgery was complete that x-rays showed part of the old lead was left in the body. Patient has had trouble with electrical storms in the legs ever since surgery. Patient has pre-existing foot pain in the left heal but that has been amplified since the surgery. A week after implant patient's heal pain went away but then came back with a vengeance and this problem was extremely minor prior to the lead replacement. When patient went in for their 3 weeks follow up the doctor talked about how hard it was to get the lead in place and patient told the doctor they feel like they have sciatic pain down both legs. The doctor suggested taking muscle relaxers. Patient has already tried decreasing amplitude and initially it took care of a lot of the electrical shocks but after a little bit it felt like lightning storms on the outside of the left foot with electrical shocks. The doctors office suggested the patient decrease amplitude again and if that did not resolve it to turn the device off for 2 days to see if it was the patients body or the stimulator. Patient did that and it seemed to help, but 2 nights ago patient could not sleep because patient had pins and needles in both feet. This was with therapy turned back on again. Patient turned the device off, but patient could still feel pins and needles feelings in the feet. Patient also had some extra redness and "natural warmth" near the lead incision site which ended up being a hematoma which patient has already addressed with their physician. Patient also reported that since the procedure patient cant have a bowel movement without a problem, but they are in pellets which patient considers a form of constipation. Patient has had some more regular bowel movements, but they start or end with pellets. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included patient saw a podiatrist who diagnosed planter fasciitis and a heal spur and would like the patient to have MRI to see if there is soft tissue damage in the foot. Patient also mentioned they have diverticulit is. (B)(6) 2021 (B)(4) (con): additional information was received from the patient. They reported that they saw their healthcare professional who changed the setting and all programs. The patient went through all the programs and all but one still gave them immediate shocking. (The one that did not initially shock, did start to shock after 16 hours. The patient was instructed to turn stimulation off by their healthcare professional. It had been 13 days since turning the stimulation off and the pain and shocking went away, but they had a return of symptoms. They were expecting a call from their healthcare professional.

Manufacturer narrative:
Concomitant medical product: product ID 978a128 lot# va28lbf (B)(6) 2020 product type lead product ID 3889-28 lot# v831457 (B)(6) 2011 explanted: (B)(6) 2020 product type lead concomitant medical product: product ID 978a128 lot# va28lbf (B)(6) 2020 product type lead product ID 3889-28 lot# v831457 (B)(6) 2011 explanted: (B)(6) 2020 partial product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6) , ubd: 14-apr-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(6) ubd: 23-sep-2015, UDI#:(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient states they are about to go in for a lumbar CT myelogram to search for a pinched nerve. They reported they have a new neurologist who had suggested they turn stim off so they did this for the past month. Pt states when they did this the issue with their foot got much worse before it got any better. [See related pe 704124613 for old ins and lead issues] [see 704296846 for ins dead].

Manufacturer narrative:
H3: analysis of the lead (va28lbf) revealed no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were going to have the system removed, noting that they hadn¿t had it on since (B)(6). The patient reported they couldn¿t recharge it, reporting that the device was ¿transferring to the leftside of body shocks into the left foot,¿ noting that the lead wires were on the right side of the body. The patient stated they felt this sensation when stimulation was on and recharging. The patient reported it was ¿crippling, where they couldn¿t walk (they were crippled and couldn¿t walk from it ) and stated they¿d developed peroneal tendonitis from it. The patient stated they were still trying to heal from it, noting that they were going to keep it charged but they could feel electrical sensations in their left foot when recharged and it got their foot ¿all stirred up again.¿ the patient reported back on (B)(6), the device went dead on them and that they¿d called in to inquire how to recharge, noting they¿d gotten a letter to see if everything had resolved. The interstim system was explanted yesterday (B)(6) 2021 because it "was not working and patient (pt) was feeling it in their foot." Rep also reports that at the explant procedure the doctor discovered a previous lead fragment that was left in the pt. No further complications were reported at this time. The patient wanted to know if they could get their money back from getting the system removed because they never got benefit from it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) ) showed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional appointment date had been provided. Continuation of d10: product ID 978a128 lot# va28lbf implanted: (B)(6) 2020: product type lead product ID 3889-28 lot# v831457: implanted: (B)(6) 2011: explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on april 8th, they repeated that since implant received pain in opposite side of body, left foot. Patient said does have a scheduled appointment to see managing physician on (B)(6) 2021 to discuss the situation. Patient said that they may need to just remove the device.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va28lbf, implanted: (B)(6) 2020 , product type lead. Product ID 3889-28, lot# v831457, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient wanted to know if there was a test to check if the equipment inside of them was working properly. Patient services explained to the patient that they can run an impedance test. The caller wanted to know what the stimulator was made from and what insulates it to prevent them from getting shocks. Patient services reviewed the material that comes in contact with the patient titanium and silicone. On november 16th the patient had the implant done. About saturday november 21st is when the pain started coming back. There was stiffness before surgery. Then no stiffness for five days after the surgery. Then on the 5th day there was pain, pins and needles, and electrical shocks. The next morning they got out of bed and the left side was screaming from the bottom of left glute all the way down into the heal. There was searing burning pain on the outside of the ankle. The implant and lead wire were on the right side. The patient had complained in recover after the surgery of sciatic pain when the doctor came to talk to them. The sciatic pain was on both sides. The right side then went away. They still had it on the left side and it presents itself like plantar fasciitis. The patient thinks the foot pain is a sciatic issue. The patient had been to a ton of doctor's and spent a lot of money. They had the stimulation off for over a month. The pain went from 0-10 when they turned the stim back on. They thinks the stimulation caused nerve damage from before. Last time they went to a new neurologist because they moved. When they turned off the stimulation the first time the pain didn't go away right away. They had pain most of the month, then the last week of the month the pain went away. They turned the stimulation back on and the pain came back. They can't have an MRI because they left part of the lead wire remains in the patient. The stimulation was turned off on monday (B)(6) 2021. The lumbar myelogram CT scan was done on monday (B)(6) 2021. They were required to recline a couple days after the scan. They then didn't turn the stimulation back on until thursday (B)(6) 2021 around 10am. About four hours later their foot starting hu rting. Before that they had five days walking around no problem. The neurologist said they saw nothing on the scan to be causing the pain. They had degeneration in a couple vertebra, but the specialist said they saw nothing that would cause this problem. The caller said the doctor had mentioned repositioning the lead wire. The patient was trying to get an appointment with their old doctor in florida in the middle of the month. The patient would like a medtronic representative to be there. The caller was saying that they want to figure out what is causing this issue. The caller was willing to be a case study. They had been to two neurologists, sports medicine doctor and a pediatrist. The patient said that after the implant in november when they went to their follow up appointment with the surgeon. The doctor dialed the pulse width in so it didn't extend so far out, and reprogrammed all seven programs. After that they didn't feel like the device gave them the benefit as it did before the adjustment. The patient was so happy after surgery with how it was working. After the adjustment they were not getting as good of relief. The patient will turn off the therapy to get relief from the pain, then turn it back on. They wanted to make a suggestion to medtronic. The patient had the non-MRI lead and wanted to get the MRI lead. It was not on their radar that there would be part of the lead left behind. They thought medtronic should partner with the doctors and make the patients aware that if lead wire is left behind you can have the option of getting the less expensive lead instead in surgery. The patient said the rechargeable stimulator is a pain in the butt. The batteries don't stay charged well at all, and they drain quickly. They didn't know if they would get it again if they knew this information. Patient services sent an email to a manufacturing representative.